Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise being over-sensed on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The noise was noted to be caused by electromagnetic interference. Programming changes were made to the lead on (B)(6) 2022. There were no adverse consequences to the patient.